Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) of 499-500 mg/dl and a high ketone level that was determined to be life threatening. Prior to going to the ER, the customer administered an insulin injection and changed the infusion set to attempt to treat the bg. While in the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. The cause for the reported issue is not known. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.